Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer spoke with technical support, confirmed pump was not connected to power, tried pressing center of button with proper support, removed pump from case, and repeated button tests, but button remained very hard to press, so pump was confirmed within warranty and was replaced with new pump, and problematic pump was planned to be returned.